Manufacturer narrative:
(B)(4): the customer reported an error code 10004, which is identified as a synchronization time out error in the service manual. The error coincides with an onscreen "system failure, cycle power" message. There was no report of pt involvement. The complaint is still under investigation. A follow-up report will be submitted ince the investigation is complete.

Event description:
The customer reported an error code 10004, which is identified as a synchronization time out error in the service manual. The error coincides with an onscreen "system failure, cycle power" message. There was no report of pt involvement.